Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6935m62 implantable tachy lead implanted: (B)(6) 2013, explanted: (B)(6) 2013.

Event description:
It was reported that the analyzer would not sense the atrial or ventricular channel and no electrocardiogram was seen during the lead implant procedure. The analyzer will be returned. No patient complications have been reported as a result of this event.